Event description:
Total hip replacement (B)(6) 2003. Fine for many years. Last year started experiencing pain and the joint "catching". Concerned about metal levels in blood. Prosthesis is the depuy pinnacle cluster cup with 36 mm ultimate liner, femoral side a number one high-offset depuy summit stem with +8.5 neck, 36 mm head. Reason for use: total hip replacement.